Event description:
It is reported that the reamer fractured during surgery.

Manufacturer narrative:
Evaluation summary: reamers are subject to breaking during surgery if user applies eccentric loading to these flexible reamers, causing bending moment loads. Cause cannot be definitively determined. Evaluation: there was one product returned with a fracture in the shaft near the reamer head. There were scratches along the shaft and drive connector indicating previous effective use. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.